Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; cause of admission was not provided. A blood glucose level was not provided. The customer alleged that the pump did not deliver enough insulin; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy. Date of event is approximate.